Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, one bail cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, one bail was bent, the keyboard was scratched, and the battery drawer o-ring was missing. Further analysis was performed on the pcb assembly. This analysis found that a capacitor component failure caused the battery removal test failure. (B)(4).

Event description:
It was reported the device shuts off when the battery is removed. The device was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported the device shuts off when the battery is removed. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.